Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and non calcified vein. A 3.50mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, at second inflation, it was noted that the balloon ruptured at 6atm. The device was simply pulled out from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient was good post procedure.